Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and pelvic pain ("persistent pelvic pain/ severe pelvic pain") in a female patient who had essure (batch no. 20205262) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hernia. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), insomnia ("can't sleep"), hyperhidrosis ("sweat"), migraine ("migraine headache"), vaginal haemorrhage ("vaginal bleeding"), depression ("depression"), anxiety ("mental anguish"), nausea ("nausea"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding complications"), hypertrichosis ("excessive hair legs and back") and hirsutism ("excessive hair on face"). The patient was treated with solpadeine (tylenol 1), sumatriptan (imitrex), ibuprofen (advil), tramadol, vicodin (norco) and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, menstrual disorder, dysmenorrhoea, insomnia, hyperhidrosis, hypertrichosis, hirsutism, migraine, vaginal haemorrhage, weight decreased, depression, anxiety, nausea, dyspareunia, fatigue and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, hirsutism, hyperhidrosis, hypertrichosis, insomnia, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient received norco and tramadol for pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Computerised tomogram pelvis - on an unknown date: essure coils within the fallopian tubes. Hysterosalpingogram - in (B)(6) 2010: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2014: small intramural fundal fibroid. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anxiety, migraine headache, insomnia, dysmenorrhea, menorrhagia, fatigue; vaginal bleeding, nausea, back pain, pelvic pain. Most recent follow-up information incorporated above includes: on 7-jun-2018: pfs and mr received. Lot number received (20205262). Events added: dysmenorrhea, excessive hair in face, legs and back, sweat, can't sleep, migraine headache, vaginal bleeding, weight loss, depression, mental anguish, nausea, dyspareunia, fatigue, lower back pain. Case upgraded to incident due to ablation for menorrhagia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and pelvic pain ("persistent pelvic pain/ severe pelvic pain") in an adult female patient who had essure (batch no. 20205262) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hernia. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), insomnia ("can't sleep"), hyperhidrosis ("sweat"), migraine ("migraine headache"), vaginal haemorrhage ("vaginal bleeding"), depression ("depression"), anxiety ("mental anguish"), nausea ("nausea"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding complications"), hypertrichosis ("excessive hair legs and back") and hirsutism ("excessive hair on face"). The patient was treated with solpadeine (tylenol 1), sumatriptan (imitrex), ibuprofen (advil), tramadol, vicodin (norco) and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, menstrual disorder, dysmenorrhoea, insomnia, hyperhidrosis, hypertrichosis, hirsutism, migraine, vaginal haemorrhage, weight decreased, depression, anxiety, nausea, dyspareunia, fatigue and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, hirsutism, hyperhidrosis, hypertrichosis, insomnia, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient received norco and tramadol for pelvic pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Computerised tomogram pelvis - on an unknown date: essure coils within the fallopian tubes hysterosalpingogram - in(B)(6) 2010: essure device was successfully occluded ultrasound scan - on (B)(6) 2014: small intramural fundal fibroid concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anxiety, migraine headache, insomnia, dysmenorrhea, menorrhagia, fatigue; vaginal bleeding, náusea, back pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-aug-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and pelvic pain ("persistent pelvic pain/ severe pelvic pain/ pain pelvic") in a 30-year-old female patient who had essure (batch no: 20205262) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage and c-section. Previously administered products included for birth control: loestrin from 2004 to on (B)(6) 2008. Concurrent conditions included hernia. Concomitant products included bupropion since on (B)(6) 2016, paracetamol (acetaminophen) since on (B)(6) 2009 and rizatriptan since on (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), migraine ("migraine headache"), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), nausea ("nausea") and fatigue ("fatigue"), 6 months 20 days after insertion of essure. In 2010, the patient experienced back pain ("lower back pain"). On (B)(6) 2011, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2012, the patient experienced insomnia ("can't sleep"), hyperhidrosis ("sweat"), hypertrichosis ("excessive hair legs and back") and hirsutism ("excessive hair on face"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding complications") and abdominal pain ("abdominal pain"). The patient was treated with caffeine; codeine phosphate; paracetamol (tylenol no.1), hydrocodone bitartrate; paracetamol (norco), ibuprofen, sumatriptan (imitrex), tramadol and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, menstrual disorder, dysmenorrhoea, insomnia, hyperhidrosis, hypertrichosis, hirsutism, migraine, vaginal haemorrhage, weight decreased, depression, anxiety, nausea, dyspareunia, fatigue, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, hirsutism, hyperhidrosis, hypertrichosis, insomnia, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient received norco and tramadol for pelvic pain current weight: 170 lbs as per the pfs, the plantiff stated that no essure confirmation test was conducted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Computerised tomogram pelvis: on an unknown date: essure coils within the fallopian tubes. Hysterosalpingogram: on (B)(6) 2010: essure device was successfully occluded. Ultrasound scan: on (B)(6) 2014: small intramural fundal fibroid. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anxiety, migraine headache, insomnia, dysmenorrhea, menorrhagia, fatigue; vaginal bleeding, náusea, back pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received : event abdominal pain was added. Onset date of events updated. Historical drug (loestrin) wasv added. Fu 06 & 07 processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.